Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the smaller lumen of the double lumen turbo-flo PICC was "once again" lodged by the customer's infusion set after 2 days post placement. As a result, the set could not be disconnected from the lumen and the tubing had to be cut off. The small lumen closed and wrapped as a result of being cut. It was noted the customer may use the PICC line for intermittent antibiotic infusion or intermittent infusion for mobilization purposes for some oncology cases.